Manufacturer narrative:
Additional information:concomitant medical products. One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with damage on the front housing (front). Event history log review was performed and found service due alarm. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "clock battery" was able to be duplicated. During investigation upon power up of the pump the pump displayed alarms for service due. According to the investigation, the pump clock record indicates that the clock days are past specification. The pump clock battery will be replaced as service maintenance.

Event description:
Information was received indicating that during use, a smiths medical cadd legacy pump beeped when it was first turned on and read "see manual". The reporter indicated that when the next button was pressed, the pump was fine and worked normally. No patient consequences were reported, and no adverse effects were reported.